Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient went to the emergency room (ER) and was eventually hospitalized on (B)(6) 2026 due to a bent cannula, which led to hyperglycemia and symptoms of vomiting. The event occurred on the first day after insertion. The insertion site was the lower back. The infusion set had been in use for one day. At the time of hospitalization, the patient's blood glucose level was 400 mg/dl, and ketones were measured at plus2mmol/l. Treatment was provided using an insulin pen. The length of the hospital stay was less than twenty-four hours. No further information available.